Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient's right ventricular lead exhibited lead noise resulting in noise reversions. The patient's lead was removed and replaced. Prior to the removal of the right ventricular lead, an insulation defect was noted on the right atrial lead. The lead was functioning normally however, the physician elected to remove and replaced the lead. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.